Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the surgeon said this might be the cause. The product was used on pelvic floor. No health injury has been reported. No prolongation of hospitalization has been reported. Additional information has been requested and received. Attempts to obtain the device have been made. ¿ what is the lot number? No further information is available. Product code : 2233 2232. Because the lot number of the complaint product could not be determined, the lot number of the product found in the hospital, which was assumed to have been delivered around the same time, was submitted as reference. Lot number : unk j2200220. ¿ was another drain needed to correct the situation? No further information is available. ¿ did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. ¿ device return status: we regularly contact with sales rep about the device returning. No further information will be provided." Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ if yes, was the new drain placed surgically during a second procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total pelvic exenteration on (B)(6) 2022 and a drain was used. The package was opened and the product was used. After the patient returned to the room on (B)(6) 2022, the reservoir became swollen. Visually, it was confirmed that there were 2 holes, one on the outside of the edge of the internal insertion site and another just in the middle of the drain tube coming out of the body. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: d7a additional information: h4 additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was a new drain placed surgically during a second procedure? No. Films (tape) were attached to the holes, and the drain with holes kept being used without a problem. No further information will be provided." The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected data: d7a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: one used sample of drain received for evaluation. During sample evaluation, one cut found on the middle of the drain. 100% inspection carried out before packing of finished goods and after packing again 100%inspection performed for finished goods before release. The cutting mark may happen with some sharp tool used during the surgery. External factors like improper handling and improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.